Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the patient's urgency and incontinence was due to poor lead placement. The event was updated to insufficient efficacy instead of loss of efficacy and the etiology was updated to the lead tract instead of programming/stimulation and an undesirable change in stimulation.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient's battery longevity was estimated at 95 months on (B)(6) 2014, which appeared to be the last interrogation information that they had before the device was replaced on (B)(6) 2015. It was also confirmed the statement regarding "unable to determine the remaining battery life" as removed from the event.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type: accessory; product ID 3889-28, lot# v477185, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare provider (hcp) for a clinical study reported the patient had a loss of efficacy; she had continued urgency and incontinence. The patient's programs 1, 3, and 4 were changed on (B)(6) 2015, but she still had difficulties with urgency and incontinence. The patient's lead and implantable neurostimulator (ins) were replaced on august 24, 2015. Etiology was due to programming/stimulation; she had an undesirable change in stimulation. The patient resolved without sequelae. Indication for use was reported as urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly, but it was noted the battery was not in new cond ition. Analysis of the lead found no significant anomaly, but it was noted the distal end of the conductor was broken due to overstress/damage.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported they were unable to determine the remaining battery life so the neurostimulator was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.